Event description:
It was reported that asymptomatic patient presented in clinic for follow up on (B)(6) 2017. The implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to far-field p wave oversensing. There were programming changes performed.